Event description:
Admitted 7/14/93 with dx pneumonia, possible tbc. On 7/15/93 bronchoscopy, after which increased s.o.b. And wheezing, severe respiratory acidosis. Patient transferred to ICU, intubated. Became unresponsive. Cardiac monitors, demonstrated ventricular fibrilliation. Patent found to have pneumothorax. Code 500 called and patient expired. See pages 3 throught 8.